Manufacturer narrative:
Product or objective evidence was returned and the evaluation verified the complaint as valid. A piece of the seal appears to be missing. A hole in the cladding on the tube was observed and the sheathing was damaged. The issue in the block is related to the sheathing of the instrument. Indeed, the latter has a hole in the cladding on the tube. The hole on the cladding is a cut. This cut was likely caused by contact with another instrument or from being dropped. A review of the device history record found no anomalies that could be associated with the reported issues.

Event description:
It was reported that during a procedure on (B)(6) 2018, a microfissure of the sheath of the handle of the device coagulated and led to a burn of the patient¿s liver. No additional surgery or treatment was performed for the reported burn. It was reported that the crack was not able to be seen during conditioning of the device